Event description:
The doctor noted he has seen white particulate matter during surgery, that look like crazy glue. He has the particles he has retrieved for evaluation. He noted he did see a particle post-op on the iris of one patient. No additional information is expected.

Manufacturer narrative:
Received sample for evaluation. Investigation is in progress.